Manufacturer narrative:
The customer declined to provide the lot number pertaining to this event,therefore a device history record (DHR) search could not be conducted for this specific incident.all lots must meet acceptance criteria before release.according to therapeutic apheresis: a physician's handbook, adverse events occur duringtherapeutic procedures with a frequency of 4.8%. Transient hypocalcemia associated with apheresis is ususally well tolerated. Symptoms often show as parasethesia (tingling) but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe h ypocalcemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcemia escalates and is not corrected.a service call was placed and a machine checkout was performed. The machine is functioning per manufacturer's specification. An auto test was successfully performed. A test cassette was used to verify that the occlusion of ac pump occurred as expected.root cause: based on the information available in the run data file and service check, the spectra optia system operated as intended and there is no indication of a clear root cause for thepatient citrate reaction that was reported during this procedure. Possible causes for the alleged citrate reaction include but are not limited to ac management during the procedure, patientdisease state, and/or patient sensitivity to anticoagulant.

Manufacturer narrative:
Lot number, expiry and manufacture date are not available at this time. Investigation: the customer stated that albumin was used as the replacement fluid. The run data file (rdf) was analyzed for this event. Based on the information available in therdf, the spectra optia system operated as intended and there is no indication of a clear root cause for the patient citrate reaction that was reported during this procedure. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a pediatric patient had a citrate reaction during a therapeutic plasma exchange (tpe) procedure. During the procedure, the patient was non-verbal, however, she exhibited signs of muscle cramps and decrease in ionized calcium levels. Per physician¿s order, the anti-coagulant (ac) rate was decreased from 1.2ml/min to 0.4ml/min and calcium gluconate IV was administered to the patient. Per the customer, after the calcium gluconate IV was administered to the patient, her symptoms subsided. The customer declined to provide patient information. Patient¿s gender and weight were obtained from the run data file (rdf).the therapeutic plasma exchange set is not available for return because it was discarded by the customer.